Event description:
It was reported that patient experienced ineffective stimulation. Patient refused to meet with an abbott representative for reprogramming. Surgical intervention was undertaken wherein the device was explanted.

Manufacturer narrative:
Correction: section b5 - event details corrected. Correction: d6b - date of explant - explant date added.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000094456.

Event description:
It was reported that patient experienced ineffective stimulation. Patient refused to meet with an abbott representative for reprogramming. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the entire scs system was explanted on (B)(6) 2023.